Manufacturer narrative:
The balloon ruptured at 8 atm and did not fully deflate. During removal, the device separated and additional intervention was performed to remove from the patient, resulting in prolonged hospitalization. (B)(4). The angiosculpt device was returned in 2 pieces and was intact to a 0.018" guide wire. The device separated at the proximal balloon taper. The distal tip was bent and the distal bond and intermediate bond were both damaged. The scoring element and balloon was mangled and a kink was observed on the shaft. Under microscopic inspection, a longitudinal tear was confirmed on the balloon. Based on the lab analysis, the angiosculpt device was used off-label. The physician used a 0.018" guide wire, however the packaging label lists a max od of 0.014" guide wire.

Event description:
The angiosculpt device burst at around 8 atm, would not fully deflate and broke off the catheter during removal. It was removed from the patient, but required an additional access site and the assistance of a vascular surgeon to remove the device along with the sheath at the original access site because the device would not enter the sheath. The procedure was completed with multiple competitor products (chocolate balloon, lutonix dcb, and tigris stent) .

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.